Event description:
A malfunction involving momentary power change to the speaker was reported with malfunction code 16. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl. Technical support assisted the customer with resetting the pump, and the issue was resolved without recurrence. The customer was advised to continue using the pump and to report any further issues.